Event description:
During an atrioventricular nodal ablation procedure, the sheath broke into three pieces while in the patient's left femoral vein. After insertion of the sheath, the sheath eventually stopped advancing, so it was checked via fluoroscopy. On fluoroscopy, it was noted that the sheath was broken into three pieces within the left femoral vein. The physician was able to remove the portion of the sheath that was half outside of the patient, however, vascular surgery was needed to remove the other two pieces via suction. Additional incisions were made in the left groin and in the left femoral vein as a result. Additional sutures were required. The sheath did not have any damage prior to inserting the device into the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8f swartz braided introducer sheath was received for evaluation. The sheath tubing was a light yellow color. The sheath material was noted to be brittle and the sheath tube was fractured in multiple locations. The soft gray tip was fractured and detached and not returned. Inspection of the device identified degradation of shaft material. Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the degradation remains unknown.